Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during normal use on a patient the external pulse generator (epg) returned spontaneously to nominal factory settings for pacing rate, output, and sensitivity. The tech department of the hospital brought the epg to their lab and to attempt reproduce this phenomenon. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis found no observations when doing an endurance test for one week. However it was noted that the device required a firmware update. The firmware update was performed. The device passed all final testing with no visual/electrical anomalies, device conforms to specifications. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.